Event description:
Additional information received reported that the manufacturer representative had no information on the cause of the impedance issue. The health care provider's (hcp's) office did all of their own programming and the manufacturer representative had little contact with the patients after implant. The manufacturer representative imagined the patient was doing fine since they had not heard anything else.

Event description:
It was reported the lead showed high impedances and was checked in the health care provider¿s office. A lead revision was performed and explanted. It was noted that impedance testing and reprogramming was performed. There was no alleged product issue. The patient status was reported as alive - no injury. There was no symptom reported associated with event. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0gkjk, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0gkjk, implanted: (B)(6) 2014, product type: lead. (B)(4).